Manufacturer narrative:
Event date: 2017. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex® clear pvc, oral/nasal, soft seal® cuff tracheal tube cuff had an air leak during use with a patient and was unable to continue use of the device. It was noted that the device had been checked in accordance with its instructions for use prior to use. It was unknown how long the device had been in use. The tube was changed to a new tube to address the issue. No patient injury was reported. The event was considered resolved.

Manufacturer narrative:
One device was returned for evaluation in used condition and without its original packaging. Visual inspection of the device detected a hole in the cuff. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed and did not identify any discrepancies. Based on the evidence, a root cause was unable to be determined.